Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review (mrr): mrr and complaint history review could not be performed since the serial number of the complaint product is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code: as part of an internal review of our mdrs it was identified that the code 4632 (prolonged surgery) was not provided on the initial report. This report is being submitted to include code 4632. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date is unknown, not provided, but the best estimate date is during (B)(6) 2021. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(6). Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that leading haptic was bent and broke the capsular bag during implantation of the dcb00 model intraocular lens(iol). Vitrectomy was required and there was a delay in the surgery. Patient has fully recovered. No additional information available.